Manufacturer narrative:
MFR report # 3005687633-2017-00056 houses the report of the 2nd explanted device mention on the initial report (mechanical mitral valve sz 31).

Event description:
Manufacturer was notified that an anuloflex ring was implanted and explanted on (B)(6) 2017. Two more devices were attempted during the procedure: a mechanical valve sz 31 (implanted/explanted) and sz 29 (implanted). Patient currently has the mechanical sz 29 implanted.